Manufacturer narrative:
Continuation of d11: product ID 8784 serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2020 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2020 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 16-oct-2021, UDI#: (B)(4) h6 update / correction: the previously applied device code c76126 is no longer applicable. The patient code c3303 was not applied previously in error. The previously applied method code 4117 and conclusion code 22 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The patient¿s catheter was completely replaced. It was thought that previous catheter was not patent. The explanted catheter was being returned to the manufacturer for analysis.

Manufacturer narrative:
The other relevant components include both product ID: 8784, lot/serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter and product ID: 8780, lot/serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter, ubd: 2021-08-08, UDI# (B)(4). H3: evaluation of implantable catheter product ID 8780 lot/serial# (B)(6) revealed multiple compressed areas on the body of the catheter where the catheter was deformed in shape. Analysis also identified damage to the transition tubing. Of note, only product ID: 8780, lot/serial# (B)(6) was returned for analysis. H6: the previously applied patient codes and device codes also apply to product ID: 8780, lot/serial# (B)(6). The evaluation codes b01, c07, d01, and d15 only apply to product ID: 8780, lot/serial# (B)(6). D15 applies to the damaged transition tubing and d01 applies to the compressed areas on the body of the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving morphine (1 mg/ml at 0.1249mg/day) via an implantable infusion pump. It was reported that the patient had a return in pain and surgery was scheduled. On 2020-oct-05, additional information was received from a manufacturer representative (rep). The rep stated the patient reported return of pain in the first week of (B)(6) 2020. The cause of the return of pain has not been determined. The patient was currently being managed with tylenol and codeine until his new surgery date of (B)(6) 2020. The issue has not been resolved.